Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed initial incoming functional testing, device shut down and crashed system. Printed circuit board was realigned and functional test reran and all passed except the expected self-test error. The output connectors were found broken. The display red and white wires were found pinched (not compromised). (B)(4).

Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. No patient involvement or complications were reported.